Event description:
During a rectal mucosal prolapse procedure, the device could not be removed after firing. Half of the staple line was not stapled or cut. The dr cut the mucosa to remove the device. The case was complete with additional suture. There was no further consequence to the pt reported.